Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned as per the instruction for use and that it was placed inside the operating theatre during use with the fan opposite to the patient at an estimated distance of four (4) meters from the surgery field. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have a bacterial count higher than the prescribed limits. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.